Event description:
It was reported that the bd safe-clip¿ needle clipping & storage device clippers weren't clipping.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Customer returned (2) bd blue/black safe-clips from lot # 7222543. Customer states that the safe clips are not clipping. Returned safe clips were examined under the microscope and the cutting hole appeared clear. The safe clips were tested and was able to successfully cut needles. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for not clipping on lot # 7222543. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd safe-clip needle clipping & storage device clippers weren't clipping.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4)has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ needle clipping & storage device clippers weren't clipping.